Event description:
A customer reported that an access 2 immunoassay system was in 'not ready' mode due to peristaltic pump errors. During troubleshooting of this issue the customer identified a 'puddle of clear liquid', presumed to be wash buffer, had accumulated under the access 2 immunoassay system. Excess liquid had also spilled onto the surrounding floor. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) discovered that the peripump tubing had come off the post on manifold beside the hinge for the upper cover. The fse reconnected the tubing and primed the system after the repair, the instrument assay quality control results were within specification. Upon completion of the necessary and verified repairs, the instrument was returned back into service.